Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the patient underwent transurethral ureteroscopic laser lithotripsy of the right ureter on (B)(6) 2022. A three-lumen urinary catheter was indwelled during the operation. The urinary catheter fell when the patient got out of bed 12 hours after the operation. Per follow-up information received via ibc on 10may2022, stated that the information on damage in the catheter and impact to the patient was not available.